Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this infection cannot be determined; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported peritoneal effluent fluid cultures, presumably obtained and tested while hospitalized on an unknown date, presented with klebsiella (species not reported). The patient was diagnosed with peritonitis due to an unreported etiology. The patient¿s hospital course was not reported; however, it was reported that the patient¿s infection was treated with intraperitoneal ceftazidime (dosage, frequency and duration not reported) during this admission. It was confirmed that the patient¿s peritonitis was not related to the performance of any fresenius product(s) or device(s). The patient¿s hospital discharge date and current disposition remain unknown.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported peritoneal effluent fluid cultures, presumably obtained and tested while hospitalized on an unknown date, presented with klebsiella (species not reported). The patient was diagnosed with peritonitis due to an unreported etiology. The patient¿s hospital course was not reported; however, it was reported that the patient¿s infection was treated with intraperitoneal ceftazidime (dosage, frequency and duration not reported) during this admission. It was confirmed that the patient¿s peritonitis was not related to the performance of any fresenius product(s) or device(s). The patient¿s hospital discharge date and current disposition remain unknown.